Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6) and (B)(6). E1 facility name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography), the distal cover of the duodenovideoscope came off and fell inside the patient's body around the pyloric region. The duodenovideoscope was switched to normal upper scope and the distal cover was retrieved successfully with a retrieval net. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The cause of this event at the user facility could not be determined. The top and bottom of the distal cover were found to be undeformed, which means that the distal cover was not properly attached to the endoscope. It is assumed that the distal end cover was not properly attached and dropped off due to the load during the procedure. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the attachment of the distal cover was insufficient. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.